Event description:
A a1059 slipped which caused a laceration. The clamp was attached when the patient was in a supine position for spinal surgery. When the patient was log rolled to the prone position and the resident adjusted the clamp, that is when it slipped. The laceration required staples.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.